Manufacturer narrative:
Approximate age of device ¿ 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2010. It was reported that the patient expired on (B)(6) 2015 due to sepsis, chronic resistant pump infection resulting in a hypercoagulable state, thrombus and hemolysis. The patient initially developed a chronic serratia infection in (B)(6) 2011 which became resistant to cefepime in (B)(6) 2015. The patient was maintained on a cefepime regimen with dosing every 12 hours at home due to a refusal to comply with a more frequent regimen. The patient was readmitted to the hospital in (B)(6) 2015. The patient's dosing was increased to every 8 hours upon admission, but was reduced again for questionable myoclonus. The patient's lactate dehydrogenase (ldh) level was elevated to 1851 u/l on admission, presumably secondary to dehydration. The patient was started on IV fluids with no improvement in ldh over 2 days. It was reported the patient exhibited worsening heart failure symptoms on (B)(6) 2015. A ramp transthoracic echocardiogram (tte) led to suspicion of pump thrombosis. Due to the patient's worsening physical deconditioning and chronic infection, the patient was not a candidate for pump exchange. On (B)(6) 2015, tissue plasminogen activator was administered and the patient was started on IV heparin. The patient expired on (B)(6) 2015.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Device thrombosis, hemolysis, infection, and sepsis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.